Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "tip was broken." Failure analysis found the primary failure of broken proximal clevis to be related to the customer reported complaint. The instrument was found to have the plastic proximal clevis broken. Both ears of the proximal clevis were broken. One side was found to have a broken piece missing as a result of breakage. The size of the missing piece is approximately 0.110¿ x 0.240¿. The root cause of broken instrument proximal clevis is typically attributed to user mishandling/misuse, such as excess force applied to the distal end of the instrument. No investigation required as no image or video clip for the reported event was submitted for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 478093-03/ lot/serial# l90210711-0047) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2022 via system serial# (B)(4). This is a single-use instrument. A review of the remotefe procedure log showed the myomectomy surgical procedure was performed on (B)(6) 2022 on system serial# (B)(4). This event is being reported because failure analysis identified that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have the tip broken. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the customer does not think a fragment fell inside the patient and does not plan to conduct testing on the patient in response as of this time. The instrument was broken after removing from the patient. No further information provided. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.